Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 1 year after the dental implant installation, at the time of uncovering to perform the patient¿s prosthetic rehabilitation, its non- osseointegration was observed. The implant was installed with 45 immediately load was not performed. The patient presented bone type iii.